Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump alarmed motor error. Blood glucose value is unknown. Customer did not recall any significant events leading to the alarm; not bumped or dropped. Device was exposed to a strong magnetic field. Customer uses the sensor feature. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime, and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus / basal delivery. Unable to confirm other error alarms due to an over written history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.